Manufacturer narrative:
(B)(6). Additional device product codes: jds. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 the patient was implanted with lcp distal tibia and fibula plates in to the right tibia and fibula to repair fractures above the right ankle. Patient initially also underwent for open reduction and internal fixation of left radius and ulna diaphyseal fractures on (B)(6) 2014. Sometime in (B)(6) of 2014 the plate (fibula) was discovered to be broken. The plate was broken at the second screw hole in the shaft. The patient had reported to be experiencing pain and discomfort around the same time. On (B)(6) 2015 it was discovered that the device that was affixed to the patient¿s right tibia was also broken in half. On (B)(6) 2015, surgery was performed to replace the broken plates with new supporting plates. At that time, it was discovered that there was a nonunion of the bone with associated bone loss and infection (necrosis) noted as well. Surgeon performed a debridement and put an antibiotic spacer in place. A follow-up surgery is planned. There was no surgical delay reported for the revision. A second surgery was performed on (B)(6) 2015 to further strengthen the bone and replace the bone loss. The current status of the patient is unknown at this time. This is report 16 of 36 for complaint (B)(4).